Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 400 mg/dl and low blood glucose value was 47 mg/dl. The customer¿s other blood glucose were 132 mg/dl, 78 mg/dl and 50 mg/dl, 300 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose with food. Customer reports they did receive a calibration not accepted alert. The customer was not using the auto mode feature. The customer reported that the test was performed on transmitter and it was passed. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.